Event description:
Customer reported that the drive support cap on the insulin pump had become loose and would come out when she delivered a bolus. She stated that her blood glucose had been high because the insulin would not deliver unless she held the piece in. Customer stated that the insulin pump had been dropped and she was advised to disconnect. The blood glucose reading was 295 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose drive support disk. The insulin pump passed the displacement test. The insulin pump was received with minor scratches on the display window, a broken reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.